Manufacturer narrative:
Name: medtronic minimed, entity ID: (B)(6), street: 18000 devonshire street, city: northridge state: ca zip code: 91325 zip four: 1219 e1: patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: .

Event description:
It was reported that patient experienced infusion set detachment on (B)(6) 2026, attributed to sleeping and showering affecting adhesive integrity.